Event description:
Baxter (B)(4) received a report that leakage was found from the pinhole on the tubing. The set had been used for 35 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). No further information is available at this time. If additional information becomes available, a follow up report will be submitted.